Event description:
The tip of a disposable ethicon ligasure handpiece got too hot and a portion of the tip melted during a laparoscopic procedure. No patient or team member harm. FDA safety report ID# (B)(4).